Manufacturer narrative:
A medtronic representative reported that this information is not documented in the or record. Once the package is open, it is then discarded. I have no way of finding which lot number would have been used for this procedure.

Manufacturer narrative:
Patient gender and weight were not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On 01/08/2016, a medtronic representative, following-up at the site, reported there were no complication/consequences as a result of this incident. The surgeon ordered a computed tomography (CT) according to the site representative and there were no spheres found. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's spheres 1/tray 12pk. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. (B)(4).

Event description:
A medtronic representative received a report from a site indicating that, while in a spine procedure, they were missing a sphere and unsure whether the sphere was left in the patient, dropped on the floor, or otherwise disposed of. The site was requesting confirmation whether the sphere would show up on an x-ray or not. In trouble-shooting, the medtronic representative informed them that most of the time a sphere will show up on an x-ray. Also noted was that there is no specification for a radiopaque requirement and the medtronic representative recommended the site test a sphere for radiopacity using their x-ray equipment on the same bed. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's spheres 1/tray 12pk. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.